Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver tpn and the delivery was started. No specific programming parameters were provided. At 1410, the device alarmed for "proximal air, back prime." At this time, the clinician noted that the tpn container was empty. The customer contact indicated there was a "variance of 100ml of fluid unaccounted for, trying to decide if that 100mls was infused in the baby." A blood glucose level was drawn. The result was reported as 27mg/dl. The pt was treated with an unspecified "d10 bolus." After an unspecified length of time, the pt's blood glucose level was reported to be within normal limits. The customer contact also indicated that the pt reportedly lost 18gm since the previous weight was taken at midnight the night before the event. The device was removed from service. Though requested, no add'l info including specific pump programming, pt info, or if the pt received treatment for the reported weight loss was provided. Hospira is continuing to investigate.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).